Event description:
Zenith aaa implant procedure was planned as a aortouni-iliac configuration with a fem-fem bypass. Post procedure the pt developed a "cold leg" and was taken back to the o.r for intervention. When repairing the anastomosis site. The pt suffered a massive mi. Pt was resuscitated, but later expired.